Event description:
It was reported that this patient had chronically elevated right ventricular (rv) lead thresholds. The physician decided to implant a new rv lead at the time of the generator change out to increase the longevity of the patient¿s new device. This lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).